Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported events (bleeding, fever, and inflammatory response), as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. This IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was febrile overnight on (B)(6) 2021 with a maximum temperature of 38.6c. An inflammatory response was suspected and planned to continue to monitor for infection. The patient was placed on prophylactic vancomycin and ancef. There was a plan to draw cultures if fever continued. Patient experienced scant nosebleeds over 48 hours starting on (B)(6) 2021, with no intervention required. Patient continued to be afebrile and had no other signs of infection, with no intervention or cultures required.